Manufacturer narrative:
Patient identifier: multiple. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20/30.

Event description:
The customer reported false negative architect sarscov-2 igg results on four patients. The results provided were: on (B)(6) 2020 a (B)(6) year old male (B)(6) architect = 0.03 s/c (<1.4s/c = negative), on (B)(6) 2020 rt-pcr (rdpr e and n genes) = positive. On (B)(6) 2002 a (B)(6) year old male (B)(6) architect = 0.03 s/co (negative), on (B)(6) 2020 rt-pcr (rdpr e and n genes) = positive. On (B)(6) 2020 an (B)(6) old female (B)(6) architect = 0.19 and retest = 0.19 s/c (negative), on (B)(6) 2020 rt-pcr (rdpr e and n genes), initial and retest = positive. On (B)(6) 2020 an asymptomatic (B)(6) year old female (B)(6) architect = 0.02 and retest = 0.02 s/c (negative), on (B)(6) 2020 rt-pcr (rdpr e and n genes), initial and retest = positive. There was no reported adverse impact to patient management.

Manufacturer narrative:
The customer observed discrepant results for samples from four patients, with non-reactive results obtained using likely cause lot 16311fn00, in comparison to reactive results obtained with pcr. All patients are confirmed as not immunocompromised and the date of symptom onset is unknown. For patients 1 and 2 the severity of symptoms is unknown. The complaint investigation for false negative results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature, device history records and in-house kit testing. Return testing was not complete as return samples were not available. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot 16311fn00 did not show any potential non-conformances, or deviations. In-house testing for reagent lot 16311fn00 for both clinical specificity and sensitivity was completed using a retained kit of the complaint lot. Two architect instruments were calibrated with the complaint lot and controls were ran. For specificity testing, twenty replicates of the negative control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. For sensitivity testing, twenty replicates of the positive control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at greater or equal to 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at greater or equal to 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). Based on the investigation, no systemic issue or deficiency of the architect sars-cov2-igg for lot 16311fn00 was identified.